Event description:
Prior to the implant procedure, the device entered backup mode due to a firmware upgrade. The device was not implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis of the device image revealed telemetry logical channel open authentication failure from telemetry interruption, which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near bol.